Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to moisture damage at keypad traces. Analysis found no anomaly of the display ramping on its own. No traces of moisture were noted by analysis at the insulin pump's electronic or motor assemblies, per visual inspection. Analysis was unable to perform unexpected restart error test due to button anomaly. The insulin pump was received with cracked battery tube threads and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 225 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.